Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving baclofen (500 mcg/ml at 78.19 mg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017, during the pump replacement procedure due to normal eri (elective replacement indicator), there was no csf (cerebrospinal fluid) backflow from the catheter and they were not able to aspirate from the catheter so the entire catheter was going to be replaced today. The patient had no symptoms leading up to today. No further patient complications have been reported as a result of this event.